Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a box of bd micro fine plus¿ pen injector needles contained defective needles. There was no report of exposure, serious injury or medical intervention.

Event description:
Upon further review the device was discovered to be clogged which is not a reportable malfunction.

Manufacturer narrative:
Upon further review the device was discovered to be clogged which is not a reportable malfunction.